Event description:
On 02 aug 2022 nalu quality department received clarification that a patient underwent revision surgery due to lack of pain relief from the original implant. The initial incident report that was received by nalu on (B)(6) 2022 stated that there was difficulty fully inserting leads during a surgical procedure. The report did not indicate any delays to surgery and there was no impact to the patient. Subsequent follow up by nalu discovered that the surgical procedure was being performed to revise placement of an existing system due to the patient not receiving pain relief.